Event description:
(B)(4). Initial info for this spontaneous case was received from a physician via company representative on (B)(6) 2007: a pt received therapy with injectable poly-l-lactic acid [sculptra] in the infraorbital area of the eye and developed a nodule at the injection site. The pt will be going in for a second treatment despite the event. No further relevant info was reported. Add'l info for sculptra (lot number / expiration date unk) from (B)(4): since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related.

Manufacturer narrative:
Conclusion: no faults detectable. F/u info for sculptra (lot #a6012), (expiration date not provided) received (B)(4) from a nurse on 22-jan-2008, with add'l info obtained by phone from the nurse on 25-jan-2008: pt's demographics were provided. Sculptra dosage, therapy dates, ((B)(6) 2007), (lot number #a6012, expiration date unk), and indication of lipoatrophy of the mid cheek, were provided. Poly-l-lactic acid (sculptra) was reconstituted with 5 ml of sterile water and 1 ml of lidocaine. Then 4.5 cc was injected in mid cheek fat pad on (B)(6) 2007. The reporting nurse stated that on (B)(6) 2007, the pt developed a small nodule in the right upper lateral cheek, 3 mm in size. The area was infiltrated with 0.5 cc of sterile water and mechanically manipulated to attempt to disrupt. On visit on (B)(6) 2007, nodule was still present, but softer. A second treatment was provided on (B)(6) 2007. Medical history provided as thyroid (nos) and penicillin allergy. Concomitant medications reported were levothyroxine (levothyroid), estradiol (vivelle dot patch), ezetimibe & simvastatin (vytorin), and bupropion (wellbutrin). At the time of report on 25-jan-2008, the outcome of the event was reported as resolved. Date of resolution was reported as (B)(6) 2007. A biopsy was not taken. Nurse commented that "dr. Believed material 'clumped'. " on the f/u call of 25-jan-08, the nurse reported that the event was treated with saline water, and clarified that the event was not serious. "At this time, the event has resolved." In response to the question of providing medications, disease states, etc. That may have played a role in the event: reply was "none." Casuality: event related to product: "yes" and "possible." It was noted that the product was not discontinued because of the event. No further medical info was reported.